Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 11.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and the introducer sheath had coagulated blood inside. Conclusions: evaluation of the returned ruby coil revealed that the pusher assembly was kinked. This kink was likely incidental and likely occurred while packaging the device for return to penumbra. This kink was not associated with the reported issue. Further evaluation of the returned device revealed the embolization coil was intact with its pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, while removing the ruby coil out of the patient to resheath it, the doctor inadvertently hit the monitor. As a result, the ruby coil was contaminated. Therefore, the procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.